Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, calcium protruding from the annulus to the left ventricular outflow tract (lvot) caused an increased depth of positioning relative to the target implant depth. Subsequently the valve was recaptured. Upon recapture, it was observed that the valve had infolded. The system was subsequently recaptured and withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened. Upon loading check under angiography, it was observed that frame node overlap to the 4th node had occurred, resulting in a misload. Subsequently, a new valve and dcs were opened. Upon deployment of the valve, it was noted that once again the depth of positioning was too high due to the calcification of the native annulus, and the valve was recaptured. Upon recapture, the valve infolded once again. The system was subsequently withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted utilizing a partial recapture for successful placement. Per the physician, interaction with the patient's calcification contributed to the two infolds. No patient complications were reported as a result of this event. Additional information was received that a misload was also observed with the third system due to overlap of the frame nodes. The misloading was attributed to a new valve loader. A procedural delay occurred as a result of the infolds. Additional information was received that overlap was observed to node four and the third system was not reloaded prior to inserting into the patient.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, calcium protruding from the annulus to the left ventricular outflow tract (lvot) caused an increased depth of positioning relative to the target implant depth. Subsequently the valve was recaptured. Upon recapture, it was observed that the valve had infolded. The system was subsequently recaptured and withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened. Upon loading check under angiography, it was observed that frame node overlap to the 4th node had occurred, resulting in a misload. Subsequently, a new valve and dcs were opened. Upon deployment of the valve, it was noted that once again the depth of positioning was too high due to the calcification of the native annulus, and the valve was recaptured. Upon recapture, the valve infolded once again. The system was subsequently withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted utilizing a partial recapture for successful placement. Per the physician, interaction with the patient's calcification contributed to the two infolds. No patient complications were reported as a result of this event. Additional information was received that a misload was also observed with the third system due to overlap of the frame nodes. The misloading was attributed to a new valve loader. A procedural delay occurred as a result of the infolds.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, calcium protruding from the annulus to the left ventricular outflow tract (lvot) caused an increased depth of positioning relative to the target implant depth. Subsequently the valve was recaptured. Upon recapture, it was observed that the valve had infolded. The system was subsequently recaptured and withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened. Upon loading check under angiography, it was observed that frame node overlap to the 4th node had occurred, resulting in a misload. Subsequently, a new valve and dcs were opened. Upon deployment of the valve, it was noted that once again the depth of positioning was too high due to the calcification of the native annulus, and the valve was recaptured. Upon recapture, the valve infolded once again. The system was subsequently withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted utilizing a partial recapture for successful placement. Per the physician, interaction with the patient's calcification contributed to the two infolds. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.